Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was fuzzy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.